Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was inside the introducer sheath friction lock, and the pusher assembly had kinks near the mid-joint. If the pusher assembly mid-joint is retracted into the introducer sheath friction lock, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kinks. The smart coil was unable to advance at all from its returned position within its introducer sheath during the functional test. Further evaluation revealed additional pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance past the friction lock within its introducer sheath and, therefore, it was removed. The procedure was completed a new smart coil. There was no report of an adverse effect to the patient.